Manufacturer narrative:
Prod analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was rec'd and damage was observed on the stent. The original packaging was not returned for analysis. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly mfg. As the original packaging was not returned for analysis the exact cause of the stent damage could not be determined. The mfg records for top assembly batch 9290451 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs.

Event description:
It was reported that prior to a coronary drug eluting stenting procedure, stent damage was noted. The physician unpacked the stent and found the "struts of the stent had an error." The physician opened another liberte stent and finished the case successfully. The pt is in stable condition.